Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
On 2023-03-07, a regular follow-up was performed for the patient implanted with an eno dr which is eligible for fsn. An increase in battery impedance (2.78 k ohms) was observed, and the inflection point was observed. The device is scheduled for replacement.